Event description:
It was reported that during a procedure on (B)(6) 2011, patient's blood was placed in a platelet concentration kit. As the blood was put into the cylinder, the blood started to be expelled out the top of the cylinder. Upon inspection of the cylinder, it was noted that there was a hole on the top of the cylinder where a filter is usually located.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Review of device sales history shows eight devices confirmed used with no reported complications.